Manufacturer narrative:
The customer was sent troubleshooting tips via an email by customer service, with no resolve to her issue. On 03/22/2018, the customer followed up with a phone call, further alleging that she had developed mastitis in (B)(6) 2018, for which she was prescribed antibiotics. She indicated that the mastitis cleared up shortly thereafter. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. The device was returned with the customer's parts and accessories and was evaluated on 04/04/2018. The device did not pass suction and cycle specifications. It was identified during the product evaluation that the customer's parts were dirty. It was also noted that the display on the device was damaged. The customer's parts/accessories were cleaned and the device was retested; though the vacuum readings improved, the device still did not pass suction and cycle specifications. The customer's device was then tested with lab parts/accessories and it passed suction and cycle specifications. Refer to attached evaluation. The customer's complaint of low suction was confirmed. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela llc via email that she was not getting suction with her sonata breast pump. She tried separating and reassembling her parts multiple times, but it did not resolve the suction issues.